Event description:
According to the available information the patient was experiencing constant pain, lost girth, not "rigid" enough for penetration, tubing wasn't long enough to reach the bottom of the scrotum and sometimes the device semi-inflates and does not feel normal.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.